Event description:
It was reported that there was a lead fracture in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; no fracture was found, but breached insulation would display as an electrical issue. The full lead in segments was returned and analyzed.